Event description:
Related manufacturer reference 3005334138-2015-0075, 3005188751-2015-0073. Following a pulmonary vein isolation procedure, a pericardial effusion occurred. Double transseptal punctures were performed with a brk transseptal needle through a swartz sl0 introducer and a non-sjm introducer. A tacticath quartz ablation catheter was used to perform mapping and ablation in the right and left atria. At the conclusion of the procedure, the patient became hypotensive after protamine was administered. A small effusion was noted via a viewflex ice catheter; however, no intervention was required as the patient remained stable with no further hypotensive episodes. There were no alleged performance issues with any sjm device.

Event description:
Additional related manufacturer reference number: 3005188751-2015-00081.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.